Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 409 mg/dl, which was treated with site change and manual injection. During troubleshooting, customer was assisted in performing a plunger push and a 5.0 unit manual prime. Insulin did exit with manual prime. Customer was advised that insulin pump was working as designed. Customer declined troubleshooting for high blood glucose. Customer would treat high blood glucose and call back should issue persist.